Manufacturer narrative:
Additional pro code selection that applies to the indication of this device - nhl.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced migration of the implantable pulse generator (ipg) wherein the ipg flipped in the chest pocket. The patient underwent a revision procedure where the ipg was repositioned. The patient was doing well postoperatively.